Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a set screw with a rounded socket.

Event description:
It was reported that later in the day after the new right ventricular lead was implanted, an alert sounded. The right ventricular coil impedance showed abnormal value. The next day, the right ventricular lead was reconnected to a new device and no abnormalities in impedance were detected. The lead remains in use.the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.